Manufacturer narrative:
(B) (4). The device was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The MDR was late as the sources was received greater than 10 days from notification date - ous.

Event description:
After tunneling the extension passer from lead site to neurostimulator pocket, the obturator was removed and the carrier was used to attach 2 lead extensions. The proximal end of the carrier was snapped into the handle of the extension passer. While pulling the extension passer through the tunneled path to where the lead lies anchored, the middle part of the port 1 of the carrier suddenly broke. This left port 2 and part of port 1 of the carrier with the 2 lead extensions inside the tunneled path of the neck. The doctor could only pull out the lead extensions from the neurostimulator pocket by force. The hcp had to re-tunnel. A new carrier was attached to the two lead extensions. The two extension leads were successfully carried by carrier using extension passer from the pocket site to the lead site via the tunneled path.